Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that approximately 3% of the bd vacutainer® barricortm tubes, showed a solid mass after centrifugation, the separation after the centrifugation does not look good. No injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. The customer samples were tested and no issues relating to poor barrier separation was observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and no issues were observed relating to separation of the sample. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that approximately 3% of the bd vacutainer barricortm tubes, showed a solid mass after centrifugation, the separation after the centrifugation does not look good. No injury or medical intervention.